Event description:
The fixed duraguard, 16mm overheated while being tested by the service technician during a routine field service maintenance visit. There was no pt involvement, and no adverse event associated with this device.

Manufacturer narrative:
Visual inspection confirmed that there was no lube in the bearings of the attachment.